Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in pacing threshold measurements during a routine follow-up shortly after implantation. Further examination showed the helix was extended and close to the initial implant location and a micro-dislodgement was suspected. The patient underwent surgical intervention to reposition the lead. The device remains in service. No additional adverse patient effects were reported.